Event description:
A (B) (6) male was implanted with a tandem cuff acticon device on (B) (6) 2008. On (B) (6) 2009, both cuffs were removed and replaced due to recurring incontinence-old cuffs were too long. A request for the device has been sent and the device has not been returned for analysis. No further information has been provided.

Manufacturer narrative:
Additional catalog #: 72401982. (B) (4). The frequency of occurrence of the event is addressed in the device labeling. The frequency for this event is not greater than is usual.